Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(4). It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. The target lesion was a long lesion extending from distal right coronary artery (rca) to the right posterior descending artery (r-pda) with 95% stenosis and was 19mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilatation and placement of a 3.00x20mm promus element¿ plus . Following post dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented with chest pain and exertional dyspnea, and was hospitalized on the same day. The 80% stenosis in the saphenous vein graft (svg) to distal rca was treated with cutting balloon angioplasty with 20% residual stenosis. The following day, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.